Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead experienced syncope. Upon interrogation, the lead displayed noise. It was determined that diaphragmatic oversensing resulted in pacing inhibition greater than two seconds. The physician planned on reprogramming the sensitivity of the device, which was another manufactures.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.